Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their application is not loading on the central nurse's station (cns). They explained that their cns initially displayed a "the file or directory is corrupt and readable" error after which they rebooted the unit, but now they are unable to bring it back up. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the cns application was not loading on the central nurse's station (cns). The cns initially displayed a "the file or directory is corrupt and readable" error after which they rebooted the unit. However, they were unable to bring it back up. No patient harm or injury was reported. Investigation summary: the error message that displayed was due to file corruption and the secondary error message, ("run check disk utility"), was due to user related setup/installation errors that occurred when the customer attempted to swap out the hard drives, which were corrupted. Nihon kohden technical support (nk ts) provided instructions and guidance to the customer on how to properly install the hard drives and informed the customer that new disk drives were required. A definitive root cause of how the corruption occurred is unknown, as the issue is user dependent, and the device and/or the hard drives were not returned for evaluation. However, file corruption issues are typically due to user related errors (such as ungraceful exits/shutdowns) and/power surges, which are known to lead to hard disk drives becoming damaged and requiring replacement. The customer did not return the device or corrupted hard drive for evaluation, (although a quote was sent to the customer for review), for evaluation and requested replacements of the hard drives instead. We shipped the new hard drives to the customer as requested to resolve the issue. Our nk ts team also provided guidance and assistance to the customer, as needed, throughout the process, and the customer stated the issue was resolved. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the cns application was not loading on the central nurse's station (cns). The cns initially displayed a "the file or directory is corrupt and readable" error after which they rebooted the unit. However, they were unable to bring it back up. No harm or injury was reported.